Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. Upon visual inspection, it was noted that the anchor was not returned for investigation. It was also noted that the suture is broken. There is also damage to the handle of the driver. No problem found.

Event description:
It was reported that during a shoulder reconstruction the anchor fell out of the canal. The canal was properly prepared with a dedicated drill. There was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. Update swit 20-apr-2022: the anchor did not hold in the canal and therefore it fell out. An ar-1934ps-2-1 lot 10280327 was used to finish the surgery successfully.